Event description:
It was reported that the device had a check syringe plunger sensor error. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair for complaint of check syringe plunger sensor error. Visual and functional testing was performed. No repair records found within 12 months. Review of event log found check syringe plunger sensor error. Complaint was confirmed by powering up the pump and checking the alarm history. Device was repaired by reassembling the left and right rack gear flippers in the plunger box. While repairing, found that the plunger tube was wiggly. Also found that the plunger tube bolt hole was stripped, and the wrong bolts were being used for the tube and the carriage. Replaced the plunger tube and carriage to fix the issue. Replaced the top and the bottom cases because there were chipped or cracked in them as well as left and right clutch, clutch spring, worm gear and coupling. The main cause of complaint was that the left and right rack gear flippers were badly assembled. After replacing the parts, the pump passed all the testing and is fully operational.